Manufacturer narrative:
Correction to h6 "type of investigation" code 4112 was inadvertently selected on the initial report. The subject device was reportedly used in another procedure prior to the detection of bacteria please reference complaint with patient identifier (B)(6) for additional information. This report is being supplemented to provide additional information based on user provided results of third-party testing and the legal manufacturer's final investigation. The user provided result of the culture test, performed at the third-party labs on jun 13, 2023, which resulted in positive in the following sampling location: sampling date: (B)(6) 2023; sampling from: all channels; cfu: 100cfu; bacterial identification: unknown. However, the third-party culture test report was not provided to confirm the allegation of positive in culture test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive three times for bacterial contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The device was quarantined following the positive test result. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/suction channel with a suction pump and the forceps elevator was raised/lowered three times in water during aspiration, in both positions of the suction valve, and the air/water and balloon channels were flushed with water and air with the appropriate cleaning adaptors. During manual cleaning, the device passed he leak test. Flushing of the channels and immersion in the disinfectant was performed and the detergent used was matrix by whiteley. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and forceps elevator were brushed. The disinfectant used was rapicide by medivator and the channels were flushed with tap water. The automated endoscope reprocessor (aer) used was medicator by steris with matrix by whiteley detergent and rapicide by medivator disinfectant. All channels were connected with tubes when setting up into the aer and the expiration and concentration of the disinfectant were controlled. The water quality was controlled and the filter was replaced periodically in accordance with the instructions for use. The device was dried by the aer dry process and stored in a drying cabinet. Olympus is the maintenance company. The device evaluation found the following: due to a chip on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value; due to a cut on the heat shrinking tube of the forceps elevator lever, the expected insulation capacity cannot be obtained; due to wear of the angle wire, the bending angle in the upward/downward direction did not meet the standard value; the right/left angulation knob was deformed; the upward/downward angle lock lever had cuts/damage causing exposure of the metal part; the light guide and the objective lenses were chipped; the bending section cover adhesive was chipped; the universal cord was buckled and deformed; the scope connector case port had a loose connection. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.